Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) was punctured during a hernia repair procedure unrelated to the device, resulting in fluid loss. As a result, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for cuff is (B)(4).